Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump has been acting strange all day. Customer stated that he would hit the up button one time and it would continue to rise after he let go. The same issue occurred with the down button. Customer has also received a no delivery alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.